Event description:
Reportable based on device analysis completed on (B)(6) 2014. It was reported that coil advancement and removal difficulties occurred. The patient was undergoing an embolization treatment of an upper gastrointestinal bleed. A 5mm x 15cm interlock¿ coil was selected and advanced via a non-bsc 0.022mm microcatheter. The coil was unable to be pushed out the tip of the catheter initially and then was only able to be pushed out partially. An attempt was made to pull the coil back into the microcatheter, initially without success. After further pulling it was noted that the coil was stretching. Finally the coil pulled back into the microcatheter and was thought to be removed. When the microcatheter was flushed, however, it was found to be clogged. The microcatheter was then removed from the patient and the procedure was completed with a different microcatheter and a non-bsc coil. No patient complications were reported and patient's status is fine. However, device analysis revealed that the number of proximal fiber bundles was below the assigned specification and that the interlocking arm of the main coil was missing.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a pusher wire, introducer sheath and a coil were returned for analysis. A catheter was also returned. A visual inspection was performed. The coil protruding from hub of the introducer sheath. The coil was gently advanced and retrieved from the introducer sheath. The introducer sheath was inspected and was observed to be previously cut. The main coil was found to be kinked and severely stretched upon inspection. The pusher wire was inspected an no damage was noted. There were only 17 fibre bundles present. There was blood on the fiber bundles and in the introducer sheath. A microscopic inspection was performed. The interlocking arm of the pusher wire was inspected and no damage was noted. The coil zap tip was inspected and damage was noted. The interlocking arm of the main coil was missing. The number of fiber bundles was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the event description states that ¿a terumo progreat 0.022mm microcatheter¿ was used, which is incompatible with the fidc system, and intermittent flush was maintained. The preparations for use section of the fidc dfu instructs the user to begin continuous flush before introducing the coil into the catheter. (B)(4).